Manufacturer narrative:
Reported event: an event regarding an alleged fractured trident driver shaft was reported. The event was confirmed. Method and results: device evaluation and results: the device was returned in used condition. The hexalobular driver tip is worn and distorted. Deformation to the driver indicates the tip fractured while the device was being used to tighten a screw. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. No further information was requested as there is no indication the failure was related to patient factors. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: there have been no other events for this lot. Conclusions: visual inspection revealed the hexalobular driver tip is fractured. The root cause was determined to be application of excessive force by the user.

Event description:
It was reported that surgeon went to use the screwdriver and realized it would not fit correctly into the screw. He used another screwdriver and that screwdriver was twisted and not safe to use. Surgeon ended up using a brand new screwdriver.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon went to use the screwdriver and realized it would not fit correctly into the screw. He used another screwdriver and that screwdriver was twisted and not safe to use. Surgeon ended up using a brand new screwdriver.